Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year post filter deployment, patient scheduled for filter retrieval. The inferior venacavogram was performed which indicated the hook of the ivc filter to be what appeared to be through the caval wall. A 6-french sheath was then advanced in the right ij using seldinger technique and wire was access to ivc. The catheter was then placed to take an inferior venacavogram. There was suggestion that the hook of the catheter was outside of the lumen of ivc. Attempts snaring the hook was unsuccessful. A secondary technique where a pigtail catheter was used to snare the tines of vena cava filter was done. Again, this was unable to dislodge the hook from the caval wall. At this point the procedure was abandoned. Approximately two months later, patient was scheduled for second retrieval attempt. Access was made via right common femoral vein and venogram was done to identify the ivc. After that 16-fremnch sheath was advanced with the tip in ivc followed by insertion of 9-french ansel sheath within that 16-french sheath and then multiple attempts were made to cannulate the renal veins on the left side, which could be done. The attempts were made to cannulate the right groin. The forceps were used to retrieve the filter where it is captured in the early part near upper part but could not capture the tip after multiple attempts. It was noted that the ivc filter was in renal vein and in the adrenal vein of the renal vein with the tip sitting in the adrenal vein. One of the arms of the filter was transverse and it was reported that filter can be removed endovascularly. Therefore, the investigation was confirmed for cephalad migration of the filter and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc and filter tilt. However, whether the filter actually migrated to the heart is unknown based on the provided medical records. Based on the provided medical records, there are no objective evidence to confirm for perforation of the ivc as it states of the ivc filter to be "what appeared" to be through the caval wall.per medical records, multiple attempts were made to engage the hook of the filter using snare and sheath but were unsuccessful due to embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated to heart and struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later post filter deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that left sided inferior vena cava within inferior vena cava filter at the level of the left renal vein. After three months, a computed tomography of abdomen and pelvis was performed for diffuse abdominal pain. The study showed that left sided inferior vena cava within inferior vena cava filter was noted. After four months, a computed tomography angiogram of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter has migrated with the proximal filter outside the bowel wall. Caval filter has been deployed above the left renal vein. Caval filter was extending outside the lumen of the inferior vena cava and the renal vein feeds the cava just below the filter. On the same day, patient was planned for inferior vena cava filter retrieval procedure. Through the right internal jugular vein approach, a catheter was placed to take an inferior vena cavogram. There was a suggestion that the hook of the catheter was outside of the lumen of the vena cava. Attempts at snaring the hook were unsuccessful. A secondary technique where a pigtail catheter was used to snare the tines of the vena cava filter. This was unable to dislodge the hook from the caval wall. At that time, the procedure was abandoned. After one week, patient presented with the complaints of chest pain. After one month, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a venogram was performed. An access was made to the right common femoral vein and a venogram was performed to identify the inferior vena cava. Multiple attempts were made to cannulate the renal vein on the left side, which could not be performed. The forceps was used in order to attempt to retrieve the filter. The filter was captured in the early part near the upper part but could not capture the tip and after multiple attempts. The inferior vena cava filter in the renal vein and actually in the adrenal vein of the renal vein with the tip sitting in the adrenal vein. One of the arms of the filter was transverse. Then venogram was performed and aborted the procedure. After one year and six months, patient presented with the complaints of back pain. After one week, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava was left sided below the level of left renal vein with a filter present in the inferior vena cava at the level of the left renal vein. An x-ray abdomen was performed which showed inferior vena cava filter noted to the left of midline compatible with left sided inferior vena cava. Malpositioned strut noted extending to the right. After one year and one month, a computed tomography of abdomen and pelvis was performed which showed struts of the filter within the left sided inferior vena cava have extended through the wall of inferior vena cava into right retroperitoneum. Therefore, the investigation was confirmed for the alleged filter migration, perforation of the inferior vena cava, material deformation and retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, g3, h6(device, conclusion) h11: b3, h6(method, result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated to heart and struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.